Event description:
It was reported there were impedances over 3600 ohms. The patient was getting good bilateral stimulation until a few days prior when he started getting stimulation in the rib area. The patient was not feeling any stimulation at 10.5 volts. The sensation the patient did feel was described as more of a burning sensation. The impedances were at normal range at implant. Patient had not had any falls or trauma's. Follow up reported the patient had x-rays taken. The leads had moved. Revision was scheduled for a few weeks later. No further information was provided.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer. (B)(4).

Event description:
Follow up reported the revision was done and the physician used the existing leads and placed them in the correct area. It was also noted the patient was getting good stimulation. No further information was reported.